Manufacturer narrative:
Customer was advised by spacelabs technical support to change patient transmitters if the channel was not available. No part was repaired or replaced, and follow up with customer on (B)(6) confirmed that there have been no reports of recurrence and the issue resolved with no intervention. The customer declined any further assistance. This investigation is considered completed and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, a loss of telemetry monitoring occurred for one bed at the central station. No injury was reported as a result of this event.